Event description:
On (B)(6) 2012, a 19mm trifecta valve was implanted. On (B)(6) 2019, calcification degeneration of the valve was observed. A valve in valve procedure was performed and a 23mm portico valve (serial number: (B)(4)) was implanted.

Manufacturer narrative:
An event of calcification was reported. The results of the investigation are inconclusive since a valve-in-valve was performed and therefore the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012, a 19mm trifecta valve was implanted. On (B)(6) 2019, calcification degeneration of the valve was observed. A valve in valve procedure was performed and a 23mm portico valve (serial number: (B)(4)) was implanted.